Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a l4- s1 robotic enabled fusion using viper prime the right l4 anticipated that screw was off due to feedback from robot. This was patients right side. Xray confirmed the screw was off. To reconcile, the screw was placed with freehand navigation into the correct position.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 concomitant. H6: results received from the engineering team: investigation summary : the investigation was conducted by tpm team. The investigation showed that the correct log file was identified. The team confirmed the allegation of screw misplacement. Log review showed that skiving was the most likely cause of the observed issue. There were no defects found with the system and software. The device behaved as expected and users were warned of the hazardous situation and were aware of the potential harm (screw misplacement). However, while acknowledging the misplacement of the driver, users decided to proceed with screw placement, leading to the observed screw misplacement. This action will be considered as a use error. The user reported that there was no adverse effect on the patient¿s outcome, no harm to the patient, and no further medical intervention was needed. This issue will be continued to be monitored through complaint trending as part of post market surveillance. Root cause : the most likely cause of the described issue is skiving of the instrument during instrument navigation. As a note, even when skiving, the displayed trajectory remains consistent with the actual instrument positioning within the patient. Hence misposition due to skiving is considered as a use error. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review: no manufacturing record evaluation required as no manufacturer or service related issue found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.